Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6) failed to deliver compressions was not confirmed in the archive data and functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive log file did not record any faults or alerts around the event date. The autopulse nxt platform passed the preliminary functional testing without errors. The platform was further tested using the mztf (medium zoll test fixture) with two batteries until fully discharged, and there were no faults or errors. Possibly during the customer's reported event, when the band was tightened, it released and failed to provide compression. This issue may have occurred because the pause (stop) button was pressed before the system had finished measuring the patient. The customer noted that they can manually lift and adjust the band. When the pause (stop) button is pressed, the band releases and returns to the home position.

Event description:
The customer reported that during a device check, they noticed that the autopulse nxt platform (sn (B)(6) was not operating as expected. Although the platform completed a self-check and the green leds lit up when the start button was pressed, it failed to deliver compressions. The customer stated that once the band tightened down, it released and never provided compression. There was no red band lock or yellow triangle indicator lights displayed on the control panel. The customer mentioned they could manually lift and adjust the band and verified that the settings were correct. No patient involvement.